Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The spouse reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was over 500 mg/dl. The spouse stated the customer's blood glucose was high because they did not have insulin intake. The spouse also reported the customer received a no delivery alarm. The customer declined to return the insulin pump for analysis.